Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009, (B)(6) 2014.). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy: birth, no complication / pregnancy (no complications)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea") and visual impairment ("vision problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, urinary tract infection, fatigue, tooth disorder, headache, nausea, visual impairment and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: discrepancy noted insertion date: 2014 previously reported and (B)(6) 2009 in current pfs discrepancy noted in date if insertion (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. On (B)(6) 2009 transvaginal ultrasound should done. There were 5 visible coils in each ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 6 ((B)(6) 1994, (B)(6) 1996, (B)(6) 2002, (B)(6) 2005, (B)(6) 2009, (B)(6) 2014.). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy: birth, no complication / pregnancy (no complications)"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headache"), nausea ("nausea") and visual impairment ("vision problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain, back pain, urinary tract infection, fatigue, tooth disorder, headache, nausea, visual impairment and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: discrepancy noted insertion date: 2014 previously reported and (B)(6) 2009 in current pfs discrepancy noted in date if insertion (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. On (B)(6) 2009 transvaginal ultrasound should done. There were 5 visible coils in each ostia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Event pelvic pain make serious incident. Events added from pfs- migraines/headaches. Onset date of event pregnancy with contraceptive device, pelvic pain were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.